Manufacturer narrative:
(B)(4). On (B)(6) 2015 the patient was admitted to the hospital for hernia surgery. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (pd) therapy. The cause and the location of the hernia was not reported. The patient was admitted to the hospital to undergo hernia repair surgery. Five days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the hernia surgery and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.